Manufacturer narrative:
One opened sample was returned for evaluation. The sample was examined using 10x magnification and found to have a damaged cutting edge. The device history record (DHR) for the lot was reviewed. Functional penetration and sharpness test values for this lot met specification. No abnormalities that could have contributed to a dull knife were found during the DHR review and the product was released according to the manufacturer's acceptance criteria. The root cause for the damaged knife could not be determined. However it is unlikely that the damage occurred during the manufacturing process. There have been no changes in the manufacturing process that would contribute to damaged blades. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Any defects, such as the damaged cutting edge exhibited on the returned opened sample, are removed from the lot and scrapped. Penetration and sharpness testing are performed and monitored during the finishing process to ensure the sharpness of the product. (B)(4).

Event description:
A nurse reported that a knife was not sharp enough to cut through the patient's conjunctiva during a procedure. An alternate knife was used to proceed with the case. There was no delay or patient harm. Additional information has been requested. This is the first of four reports being filed for this facility.